Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿push the video connector of the video scope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards.¿. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include repeated use for a long time or that the user attempted to pull out the video connector without lowering the unlocking lever caused the connection of the scope cable to loosen.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report is confirmed and results found a worn out connector latch was causing a flickering image and error 216 scope communication error. Additionally, testing results found that a software upgrade was required. The unit was equipped with a new video connector and software upgrade and the unit passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported the cable is loose on the device and thinks there is a connection issue resulting in the picture going in and out. There was no patient involvement associated to this report.